Event description:
It was reported that during convective radiofrequency water vapor thermal therapy, the blood loss of the patient was less than 5ml. The patient appeared stable and in good condition at the time of discharge. The patient was discharged with 18 fr catheter. Catheter was removed 4 days post procedure. It was further reported that the patient had fever 5 days post procedure. The patient was admitted to the surgical floor (not intensive care unit) for fever and sepsis e coli urinary tract infections (utis). A catheter was placed as he had 300 ml of urinary retention. The patient was treated with intravenous antibiotics. 8 days post procedure, the patient was discharged. The patient passed voiding trial 11 days post procedure. The patient continued to get recurrent utis and post-void residuals were elevated. The patient was doing clean intermittent catheterization twice daily. The patient underwent photoselective vaporization of the prostate (pvp) procedure 100 days from onset of symptom. The patient was voiding ok after pvp procedure. The patient was doing well 149 days post pvp procedure.

Manufacturer narrative:
The product was not returned so no physical analysis could be performed. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event were identified. Based on the information available, the information provided is not sufficient to assign a cause, therefore, the investigation conclusion code is known inherent risk of device.

Event description:
It was reported that during convective radiofrequency water vapor thermal therapy, the blood loss of the patient was less than 5ml. The patient appeared stable and in good condition at the time of discharge. The patient was discharged with 18 fr catheter. Catheter was removed 4 days post procedure. It was further reported that the patient had fever 5 days post procedure. The patient was admitted to the surgical floor (not intensive care unit) for fever and sepsis e coli urinary tract infections (utis). A catheter was placed as he had 300 ml of urinary retention. The patient was treated with intravenous antibiotics. 8 days post procedure, the patient was discharged. The patient passed voiding trial 11 days post procedure. The patient continued to get recurrent utis and post-void residuals were elevated. The patient was doing clean intermittent catheterization twice daily. The patient underwent photoselective vaporization of the prostate (pvp) procedure 100 days from onset of symptom. The patient was voiding ok after pvp procedure. The patient was doing well 149 days post pvp procedure.

Event description:
It was reported that post convective radiofrequency water vapor thermal therapy procedure of the prostate, the patient went into intensive care unit (ICU) for surgery for laser treatment. There was no further information provided.